Manufacturer narrative:
The returned torque limiting handle was evaluated. The torque output was found above the specification limit. The cause is attributed to not returning the handle to the manufacturer for calibration upon reaching its due date. A review of the manufacturing records did not identify any manufacturing issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage. (B)(4).

Event description:
It was reported that one driver broke within each of two different procedures and the same torque limiting handle was used during both procedures. Although there was no reported issue with the torque limiting handle, subsequent testing of the torque limiting handle by the manufacturer found that the torque output was above specification. An alternative driver was used to complete both procedures. There were no reports of patient impacts in either procedure.